Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in several untreated episodes and three inappropriate shocks. This device was tested in the clinic with provocative maneuvers and automatic setup. The device was reprogrammed from the secondary to the primary vector to mitigate further inappropriate therapy. This device remains in service. No additional adverse patient effects were reported.